Event description:
It was reported that a nrg rf needle was selected for use during a pulmonary vein isolation procedure. During the procedure, the nrg needle failed to cross the septum, despite delivery of the radio frequency and sound given at the time. Thus, the nrg needle was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.